Manufacturer narrative:
A compromised force sensor system alarmed during the basic occlusion test due to loose drive support disk. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.